Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact.there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; with no damage or wear. During testing, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery; all other buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be dim and discolored. Additionally, the battery compartment was found to be cracked. The battery cap had stripped threads. Additional eval codes:(B)(4).